Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette was leaking form an unspecified location. This occurred during unspecified process step of automated peritoneal dialysis (apd) therapy. It was further reported "there was solution in the door" when the patient removed the cassette. The patient would perform a manual exchange and follow up with the peritoneal dialysis registered nurse. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.